Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was low p wave sensing with the right atrial (ra) lead, and the physician had difficulty placing the ra lead due to venous access issues. The lead was possibly damaged in trying to advance it thru the vein with the difficult patient anatomy. The lead was explanted and replaced. The new lead exhibited the same low p wave sensing as the reported lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented, helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.